Manufacturer narrative:
The pump passed self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was monitored, no unexpected pump error 130 alarm, pump error 37 alarm and pump error 43 alarm noted. Successfully downloaded history files and traces using thump. In further review of the formatted history file 2 days prior to the event date of 20-jul-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 07/20/2025 09:56:25.000, 07/20/2025 09:59:34.000. 07/20/2025 10:03:12.000, 07/20/2025 22:19:29.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Pump error 130 alarm was found on: 07/20/2025 06:04:03.000. 07/20/2025 08:28:04.000 to 07/20/2025 08:36:40.000. 07/20/2025 09:57:05.000 and 07/20/2025 09:57:28.000. 07/20/2025 10:05:30.000. 07/20/2025 22:06:15.000 to 07/20/2025 22:12:26.000. Pump error 43 alarm was found on: 07/20/2025 06:05:51.000. 07/20/2025 08:29:47.000 to 07/20/2025 08:38:30.000. 07/20/2025 22:11:26.000. Pump error 37 alarm was found on: 07/20/2025 06:06:34.000. 07/20/2025 06:07:30.000. 07/20/2025 06:08:19.000. The pump was cut open to perform visual inspection and found a corroded motor home switch. No corrosion or moisture damage found on the pcba 1, pcba 2, force sensor and vibrator assembly noted. Force sensor zero offset within specification (24.04 mv). Pump error 130 alarm, pump error 43 alarm and pump error 37 alarm were confirmed according in the formatted history file due to a corroded motor home switch. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. However, pump error 130 alarm, pump error 43 alarm and pump error 37 alarm were confirmed according in the formatted history file due to a corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 130 (pump detects movement in hall sensor counts that are unexpected as the pump did not command motor movement.), pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor.) And pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast.). The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed and the customer was able to clear the error but was unable to complete the rewind process. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer would discontinue using the device. Mmt-1812 was requested and customer response was the device will be returned.